Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On february 1, 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started to read inaccurately at an unknown date and time in (B)(6) 2015, when she obtained an alleged inaccurately high blood glucose result of ¿hi¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin pump therapy. She denied making any changes to her usual diabetes management routine following the start of the alleged issue. She also denied developing any symptoms following the start of the alleged issue. However, she claimed that at an unknown time on (B)(6) 2015, she obtained a blood glucose result on an emergency medical service meter of ¿39 mg/dl¿. She also reported that at an urgent care/clinic, she received a ¿glucagon injection¿ from a healthcare professional (hcp). During troubleshooting, the patient was unable or unwilling to confirm whether been her test strips had been stored correctly or whether the meter was set to the correct unit of measure. The patient was also unable or unwilling to walk through a control solution test with the cca. Replacement products were sent to the patient. This complaint is being reported because the patient claims that she obtained an inaccurate high result with the subject meter, administered medication based on the result obtained and reportedly required hcp treatment for severe hypoglycemia, after the alleged product issue began.